Event description:
During mitral annuloplasty the physio mitral valve plaster holder broke during the insertion of the ring. The plastic tine on the holder broke off. There were 2 pieces, which matched and were sequestered and given to the supervisor.